Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l3-l4 due to adjacent segment disease. Intra-op, upon impaction of the interbody inserter, the threaded tip of the inserter shaft broke. The broken tip was subsequently removed from operative site without any issue. There were no patient complications reported as a result of this event.